Event description:
When removing the jackson-pratt drain there was a break right at the intersection of the clear plastic tubing with the associated white tubing. Pt taken back to surgery to remove the remaining piece.